Event description:
Per respiratory therapist - ventilator generated an alarm indicating device failure. Ventilator was removed and replaced with another ventilator. No patient harm occurred.======================health professional's impression======================ventilator generated an alarm indicating device failure.